Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was mdt rep called after speaking with hcp who reports that they removed pt's complete system today, and it appears that one of the electrode's from the distal end of 1 lead was not attached to the lead upon removal. Hcp reported fluoro imaging did not show the piece retained within the patient, but was going to do CT imaging to see if the piece is visible, and wondered what this would mean for the pt's MRI eligibility. The caller was not with the patient.   2023-jun-28 (B)(4):  pt requested system explant per caller. Caller reports the scs was removed as pt stated the scs never gave her any relief and pt has had the scs turned off for 3-4 years.   2023-jun-28 (B)(4): pt is needing MRI of the lumbar/flank area. . Caller reports he explanted the system today but during explant part of the lead frayed and snapped. Caller states the contacts and casing of the lead were removed but there is a chance that a small fragment of "inner coil/thin filament" from the lead is still implanted. Caller states they found 1 or 2 fragments of the "inner coil/thin filament" and were able to remove them. Caller states they couldn't see anything under fluoro after the explant but plan to do a CT scan to confirm presence of any possible product remaining implanted.

Manufacturer narrative:
Concomitant medical product: product ID: 97715; product type: 0197-implantable neurostimulator; product ID: 97745nt; product ID: 97745; product type: 0201-programmer patient; date section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a160; product type: 0200-lead; implant date: (B)(6) 2015; brand name: vectris surescan; product ID: 977a160; product type: 0200-lead; implant date (B)(6) 2015. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.